Event description:
Per the clinic, the patient experienced swelling and pain at the implant site. Subsequently, the patient was treated with two types of oral antibiotics for 10 days and 5 days respectively (specific date not reported).